Event description:
It was reported that the patient presented to clinic after receiving a patient notifier. Post paced t-wave oversensing on the ventricular channel was observed on a stored egm. The patient was asymptomatic. Programming changes were recommended. The issue was resolved.

Manufacturer narrative:
(B)(4).